Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The original reported event, saw is heating up, was confirmed. During the device evaluation, it was found that the drivelink and blade mount base were loose, which caused high amps and resulted in the handpiece getting warm. The drive link was determined to be the primary failure. A worn drive link can result in increased heat during use.

Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.